Event description:
Procedure type: lap gastrectomy. According to the reporter: surgeon was able to release safety without seeing the green indicator. After applying the instrument it was noticed that the staples did not form completely. The surgeon used suture to fix anastomosis and complete the procedure. Surgery time was extended about two hours as a result. No patient injury was reported.